Event description:
It was reported that the ilet device housing separated during charging, leaving the display unit detached and the device unresponsive, and a replacement device was provided with the expectation of a learning phase on setup. Symptoms included no alerts or alarms. Outcomes included the user transitioning to backup therapy until the replacement arrived and no medical treatment or hospitalization. Investigation included a review of the reported hardware failure involving the screen assembly and external housing. Investigation of this case revealed a screen and enclosure damage consistent with a broken or delaminated display assembly. It was concluded that the device experienced a hardware malfunction of the screen and housing, and replacement was warranted.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.